Event description:
It was reported that the patient had gone through ¿an assortment of available medications for the pump, with little to no relief as the years passed.¿ the first pump had been replaced, due to the patient¿s body type, when a small model came out (about 9 months after implantation). The second pump was replaced after the battery ran out 7 years later. It was subsequently reported that the patient had experienced ¿one failure of a pump,¿ and the hcp (healthcare provider) replaced it. The drug the pump was being used to infuse was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).